Manufacturer narrative:
One 12tlw805f35 catheter was returned for examination. The reported event of ¿the balloon did not deflate after inflation¿ could not be confirmed since inflation lumen was found damage. When inflation was attempted leakage was found at approximately 7.7 cm distal from the catheter tip. Leakage occurred from a cut 0.04¿ on the inflation lumen. The distal lumen was found to be patent without any leakage or occlusion. The balloon and balloon windings were intact. No other visible damage or abnormality was found from the returned unit. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. The fogarty catheter is typically used on vessels that are already occluded, so the potential for ischemia related to deflation difficulty is less likely; however, deflation difficulty can impair balloon modulation during use, which has the potential to lead to vascular injury. Therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: ¿use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded.¿ it is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that while testing the fogarty catheter prior to use with patient, the balloon did not deflate after inflation. There was no allegation of patient injury. The catheter was available for evaluation.

Manufacturer narrative:
Reference CAPA-20-00141.